Event description:
The advocate called on behalf of a customer. He stated the customer tested his blood glucose, using 2 of his contour meters and received readings of 13.0 mmol/l (234 mg/dl) and 6.2 mmol/l (112 mg/dl). The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of the test strips. The meter is to be returned for evaluation. A replacement meter was sent to the customer.